Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close via an 8F sheath technique prior to a thoracic endovascular aortic repair (TEVAR) interventional procedure. The sutures of two ProStyle devices were successfully pre-placed. The sheath was upsized to a 16F, and the TEVAR procedure was completed. The knot of the ProStyle devices was successfully advanced with the suture trimmer. Reportedly, when the suture trimmer was removed after knot advancement of one of the ProStyle devices, it was noted that the formed knot was in the suture trimmer and there was tissued found on it. Hemostasis was achieved with the other pre-placed ProStyle suture. Manual compression was applied as standard practice following the successful hemostasis, with no additional treatment performed related to the tissue noted on the suture trimmer. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and Corrective and Preventative Actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of tissue injury is listed in the Prostyle instructions for Use as a potential adverse event associated with use of the suture mediated closure devices. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The Gated suture trimmer had no abnormalities and passed functional testing. The knot was formed with a small piece of the vessel attached, indicating both a partial capture and likely friable tissue. The analysis of the return device indicates that the tissue was likely friable and/or there was a partial capture of the vessel wall. Factors that may contribute to a malposition of the device include, but not limited to, an interaction of the device with patient anatomy (misplacement/partial capture) and/or friable vessel. Therefore, it is likely that the suture captured one side of the vessel on the access site. Then when the loop tightened tension on the (likely friable) vessel edge caused the vessel to tear. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.